Event description:
It was reported the device broke during the surgery but the customer managed to finish the surgery. No patient injured or death alleged. The event did not lead to a significant increase of surgery time. Numerous attempts were made by integra to obtain additional clinical information.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.